Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure from a jugular approach, deployment catheter was luer locked to the sheath in the normal fashion. It was further reported that upon deployment, the filter allegedly did not open up and wall apposition was not achieved. Reportedly, the filter had to be retrieved and removed from the patient, and subsequently a new filter was placed which deployed correctly. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one deployed denali filter in a specimen cup was returned. The filter was noted deployed with legs crossed. However, the status of the filter at the time of usage is unknown. What appeared to be tissue was noted on the crossed legs. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is inconclusive for the reported expansion failure. A definitive root cause for the reported expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2026), g3, h6 (method) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure from a jugular approach, upon deployment, the filter allegedly did not open up and wall apposition was not achieved. Reportedly, the filter had to be retrieved and removed from the patient, and subsequently a new filter was placed which deployed correctly. There was no reported patient injury.

Manufacturer narrative:
Our firm received an FDA email correspondence on 06-aug-2024 from MDR data systems team, ciaundria savoy, indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. D4: medical device expiration date- 2026-06-30. D4: UDI-(B)(4). G4: k240257, k160866, k143208, k130366.

Event description:
It was reported that during a vena cava filter placement procedure from a jugular approach, upon deployment, the filter allegedly did not open up and wall apposition was not achieved. Reportedly, the filter had to be retrieved and removed from the patient, and subsequently a new filter was placed which deployed correctly. There was no reported patient injury.